Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a rash that was described as "itching, burning, reddish brown skin". The patient was given a prescription and was also recommended a cream by his physician. Follow-up indicated that the rash was not improving, but was not getting any worse.